Event description:
It was reported that the patient underwent a spinal surgery. The patient had to undergo a revision surgery because the bone screws moved, possibly due to the brace not fitting correctly. The patient also reported the bone chipped around the screw site. During the revision surgery the patient was re-instrumented with larger screws and the brace was modified to fit more securely. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.